Manufacturer narrative:
Manufacturer ref# (B)(4). Initial reporter occupation: radiology, PMA/510(k): k171712. Investigation is still in progress.

Event description:
As reported to customer relations via phone conversation "went to retrieve the ivc filter and the secondary leg had become detached from the filter. It appeared to be endothelialized into the vena cava wall. The filter was not removed for fear the secondary strut may be liberated." Note: the physician will be ordering a CT scan. Additional information received 06-dec-2021: the detached secondary leg of the filter was discovered prior to trying to retrieve it.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: discovered prior to removal that a secondary filter leg had fractured from the filter. The filter was not removed for fear that leg may be liberated, but CT scan would be ordered. Single fluoroscopic image demonstrates a select platinum ivc filter to the right spine. Relative to the posterior spinous processes there is approximately 10° of rightward tilt present. The maximal distance between the primary filter feet measures 24 mm. There is a fractured secondary filter leg oriented parallel to the long axis of the ivc filter, just caudal to its typical location. This fractured fragment measures approximately 25 mm in length. The remaining 7 secondary filter legs and four primary filter legs are normally aligned. Per the complaint report, "went to retrieve the ivc filter and the secondary leg had become detached from the filter. It appeared to be endothelialized into the vena caval wall. The filter was not removed for fear of the secondary strut may be liberated." Unfortunately, on this single image, it is difficult to determine the location of the fractured secondary filter leg. Given its parallel orientation relative to the long axis of the ivc filter, it is likely at least partially perforated through the wall of the ivc and may be entirely extravascular at this point, although this is not confirmed on this single image. Obtaining a CT scan of the abdomen will better delineate the exact location of this fracture fragment. On the single image submitted for review the ivc filter does not demonstrate a significant tilt, and the remaining primary and secondary legs all appear normally aligned. The placement image was not submitted for review. Rarely, a secondary filter leg can be misaligned from time of placement as it extends into the ostium of a vein, often the renal vein. This can result in metal fatigue at the insertion point of the filter leg eventually contributing to fracture, without the placement images, excluding this scenario isn't possible. The complaint report makes a point to state the fracture was present prior to attempting to retrieve the ivc filter. The report does not specify if patient had undergone any surgeries, central line placements, or other endovascular procedures while the ivc filter was in place. Without the placement images, a significant tilt, and without the history of any significant manipulations in the region of the ivc filter either endovascularly or surgically, and with a dwell time of only one year, it is difficult to speculate why the fracture occurred. Importantly, the ivc filter should still be removed once the secondary arm positioning is confirmed on CT scan, to hopefully prevent any future fractures. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. There are adequate controls in place to ensure that the device is manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.